Manufacturer narrative:
Complaint not confirmed. Visual evaluation showed normal wear and tear around the device. During device functional testing, the cable was connected to a known good ar-200 console. When powering, the device was able to activate without an issue. No error messages were noticed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-200m handpiece, was not working properly. The surgeon plugged in the handpiece to the console, stepped on the footpedal, the screen on the console would flash a black and white screen. The console would not display any info on the screen and the handpiece would not work. To troubleshoot, the sales rep. Disconnected the handpiece. The display screen was back to normal and displayed the correct information. Stepped on the footpedal, and the console recognized that the handpiece was not connected. I then connected the handpiece, stepped on the pedal again and got the black/white flashing screen again. To resolve the situation, the surgeon resorted to using a saw.